Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
On 31-dec-2025, a company representative - service personnel contacted technical service to report that vc p500 air rental frame (product code p3200jrent03, serial number (B)(6)), had reverse trend functioning on its own. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the caregiver pcb needed to be replaced. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in aug 28, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the caregiver pcb to resolve the reported event. Based on this information, no further action is required.